Event description:
The user's hearing performance with the device is affected. The user suffered a trauma from a fall. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. Additionally the device explantation report form states that two channels migrated post-operatively out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user suffered a trauma from a fall. The user has been re-implanted.